Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a powerglide pro were returned for evaluation. An initial visual observation of the photograph and video showed the catheter was severely deformed and bent. The purple slider was in the advanced position and the catheter was removed from the rest of the device. After the catheter was removed, the guidewire was not observed to be protruding from the safety mechanism indicating it had broken. Use residue was also observed on the sample in the photograph and video. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer has inserted the catheter, the guide wire has passed correctly but the catheter has not. The catheter was pulled out, and the guide wire was broken inside. No pieces of the wire were retained in the patient. The patient was not harmed or injured. It was reported this occurred with two devices. This report addresses both devices.